Event description:
It was reported that the device was explanted due to oversensing. It was noted that there was blood in the connector, and it was suspected that grommet damage caused the blood ingress. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary no anomalies were found; grommet damage was noted.